Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an alert issue on the mobile cgm application was reported. No product was provided for investigation. Data was not provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert issue on the mobile cgm application was reported. No product was provided for investigation. Data was provided for investigation. The problem was confirmed. It was indicated the operating system of the device was not supported, which is off-label use of the device. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.